Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event took place in the united states. The patient reportedly encountered an issue with two kinked cannulas in their infusion set on (B)(6) 2025 and (B)(6) 2025. This incident occurred at least 3 or more hours after the set was inserted. The infusion set was in use for 6 hours. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available